Event description:
Provider alleges consumer alleges he was leaning forward going down a ramp when the chair allegedly dumped him out. The seat allegedly fell off and landed on top of him.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges he was leaning forward going down a ramp when the chair allegedly dumped him out. The seat allegedly fell off and landed on top of him.

Manufacturer narrative:
Per provider: the unit working properly when the seat was replaced. Staff witnessed the patient use the wheelchair in his home. Technician verbally verified that when he picked up the chair in february, he took it to the branch office, cleaned and tested it.